Event description:
In 2009, the patient reported experiencing both elevated and low blood glucose on a regular basis since beginning use of the infusion device. She stated that one day prior, her blood glucose measured 53 mg/dl when she woke up and she did not eat for 3 hours and her blood glucose measured 486 mg/dl. Her physician has made several changes to her basal rates over the past year and her blood glucose continues to be erratic. She requested a replacement infusion device and she was advised to switch to her backup device. She stated that she changes the battery every 3-4 months when the low battery alert is displayed. She was advised to change the battery every 4 weeks regardless of the alert. Upon follow up four days later, the patient reported that her blood glucose returned to normal while using the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.